Manufacturer narrative:
The cause for the discordant advia centaur xp hbsag result is unknown. The patient sample is not available for further testing and investigation. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The information for use (IFU) states in the interpretation of results section: "if the sample is greater than 50, the specimen is (B)(6) by the advia centaur (B)(6) assay. Note: when the advia centaur hbsag assay is used as a stand alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring (B)(6) during the perinatal period), all results > 1.00 should be considered initially reactive. Repeat testing and supplemental tests, such as the advia centaur hbsag confirmatory assay must be used to confirm the result." (B)(4)

Event description:
A (B)(6) advia centaur xp hbsag result was obtained for a patient sample. The patient sample was repeated on a different advia centaur and the result was (B)(6). The patient sample was sent out to the mayo clinic and was tested on an alternate method. The result was (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.